Manufacturer narrative:
The insulin pump passed basic occlusion test, occlusion test, prime test excessive no delivery test and displacement test. Device received with scratched lcd window. Device received with broken battery tube threads.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he has been having high blood glucose. Customer stated he is working with his doctor to manage his blood glucose. The blood glucose at the time of the incident was 435 mg/dl. Troubleshooting was not performed. It was also reported that threads of the insulin pump were damaged. The device was returned for analysis.